Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Company representative reported unknown side "gel shell disassociation." The device was not implanted.

Event description:
Healthcare professional reported unknown side "gel shell disassociation." The device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: broken device: no separation between shell and gel is observed. Additional observations: deformation is observed. Creases are observed. No further actions are required as the device was implanted.